Event description:
It was reported "the bite block part broken when intubated". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports a visual exam was performed and it was observed that the connector plug was detached from the airway tube body. A device history record review was performed and no relevant findings were identified. Based on the visual exam the complaint was confirmed. The manufacturing site reports that on the complaint sample received, it was observed that the connector plug was detached from connector body although there was presence of glue all around the connector body (joint area between 'connector body' to 'connector plug'). Therefore, it is confirmed that the root cause of the failure was manufacturing related. A non-conformance was opened to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the bite block part broken when intubated". No patient injury or harm reported. Patient condition reported as "fine".